Manufacturer narrative:
A steris service technician arrived onsite to inspect the system 1 express and found that the popper on the tray in the sterilant compartment required adjustment. As the popper required adjustment, this caused the damage to the sterilant cup when it was inserted by user facility personnel resulting in the reported event. The technician adjusted the popper, tested the unit, confirmed it to be operating properly, and returned it to service. The system 1 express operator manual states (7-1), "caution: do not push the container into the sterilant compartment with excessive force. Never slam the container into the sterilant compartment. Damage to the container may occur." The operator manual further states (9-3), "daily cleaning and checks step 6 check drain screen ensure that the screen is clean. Remove any debris or lint from the screen." No additional issues have been reported.

Event description:
The user facility reported that a piece of plastic was found in the drain screen of the sterilant compartment of their system 1 express after a completed cycle. No report of injury.